Event description:
Caller reported a cgm error, specifically error 42, which interrupted their sensor session. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and after the reset, the error did not reappear, allowing the caller to successfully start their sensor session again.